Event description:
Additional information received from the consumer reported that the patient had not notified their managing physician about the sudden shocking while undergoing a diathermy procedure.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had diathermy at their physical therapist's office and was shocked. This was due to a sudden change in symptoms on (B)(6) 2015. The shocking resolved after the procedure.